Manufacturer narrative:
Lead migration is a known inherent risk of implantable neuromodulation systems and there is no evidence noted of external circumstances that contributed to the migration. Review of records found no further incidents or complaints for this patient.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2021 and subsequently reported a loss of pain relief therapy. Xray imaging confirmed migration of the implanted leads. Surgical revision was performed on (B)(6)2022 to place new leads into a more optimal location to provide pain relief.